Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the chronic total occluded proximal left anterior descending coronary artery. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation. However, during the first inflation the balloon ruptured at 8 atmospheres. The bdc was removed and an unspecified bdc was used for pre-dilatation, the procedure was completed with stent implantation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.